Event description:
Hp-injury-burn. Received notice from (B) (4), on behalf of (B) (4) in regards to a consumer being injured by a heating pad. The consumer states that she was using the heating pad in bed and received a shock then a burning feeling on her left lower backside. The area turned into a blister. When the blister broke, she went to the ER where she was treated and informed that she sustained a 1st degree burn. This matter has been sent to our third party adjuster for handling.